Event description:
On 05/28/2008, the patient's husband reported that the pt's primary infusion device was not working properly after being dropped on the floor. The patient's blood glucose measured "hi" (over 600 mg/dl) on her blood glucose monitor and she switched to her backup infusion device and injected 5-7 units of insulin via syringe. The patient's normal blood glucose range is 80-200 mg/dl. To troubleshoot the patient's husband was instructed to insert an insulin cartridge into the infusion device and she was able to prime until insulin dripped from the end of the infusion tubing. He then performed a 3 unit bolus and a 2 unit bolus and insulin dripped from the end of the infusion tubing. The time was not correctly set on the infusion device. The patient's husband was assisted with correcting the time setting. The patient switched back to primary infusion device after reviewing her basal rate settings. The pt recently had surgery and her basal rates were adjusted per her medical professional. Upon follow in 2008, the patient's husband reported that the pt continued to experience elevated blood glucose on the primary infusion device and he feels the device is inaccurately delivering insulin. The pt switched to her back up infusion device and her blood glucose returned to normal within 24 hrs. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.